Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was chosen for implantation, utilizing a steerable guide catheter (sgc). However, while inserting the mitraclip xt clip delivery system (cds) into the sgc, air was observed in the sgc, and at the same time, a miskey occurred. Troubleshooting was performed, and the issue was resolved. The clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported lead. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was chosen for implantation, utilizing a steerable guide catheter (sgc). However, while inserting the mitraclip xt clip delivery system (cds) into the sgc, air was observed in the sgc, requiring additional aspiration, and at the same time, a miskey occurred. It was noted that there was a possibility that the sleeve may have moved in the wrong direction upon turning the knob. Troubleshooting was performed, and the issue was resolved. The clip was deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.